Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the tubing separated from the clamp while using the bd alaris¿ pump module smartsite¿ infusion set. The following information was provided by the initial reporter: infusion tubing broke at cassette clamp (blue part) that inserts into alaris pump.

Event description:
It was reported that the tubing separated from the clamp while using the bd alaris¿ pump module smartsite¿ infusion set. The following information was provided by the initial reporter: infusion tubing broke at cassette clamp (blue part) that inserts into alaris pump.

Manufacturer narrative:
Reported lot number is unknown, potential lots d4: medical device lot #: 22016164 d4: medical device expiration date: 26-jan-2025 h4: device manufacture date: 26-jan-2022 d4: medical device lot #: 22016165 d4: medical device expiration date: 27-jan-2025 h4: device manufacture date: 27-jan-2022 d4: medical device lot #: 22015870 d4: medical device expiration date: 22-jan-2025 h4: device manufacture date: 22-jan-2022 d4: medical device lot #: 22016120 d4: medical device expiration date: 24-jan-2025 h4: device manufacture date: 24-jan-2022 d4: medical device lot #: 22016121 d4: medical device expiration date: 25-jan-2025 h4: device manufacture date: 25-jan-2022 d4: medical device lot #: 22015895 d4: medical device expiration date: 22-jan-2025 h4: device manufacture date: 22-jan-2022 d4: medical device lot #: 22015872 d4: medical device expiration date: 15-jan-2025 h4: device manufacture date: 15-jan-2022 d4: medical device lot #: 22015784 d4: medical device expiration date: 27-jan-2025 h4: device manufacture date: 27-jan-2022 d4: medical device lot #: 22016164 d4: medical device expiration date: 26-jan-2025 h4: device manufacture date: 26-jan-2022 h6: investigation summary the customer reported the tubing broke at the pump clamp, and returned one used sample of material 2420-0007. The sample was separated at the ring retainer/lower fitment junction, and the complaint is verified. The root cause can not be traced to manufacturing as the ring retainer was attached and also passed dimensional analysis. The root cause is potentially the user, as this failure is seen from improper loading of the pumping segment. There isn't enough evidence to say this is the root cause, and it remains unknown. No other failure modes observed. Reported lot number is unknown, potential lots found from smart site ID. A device history record review for model 2420-0007 lot number 22016164 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22016165 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22015870 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22016120 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22016121 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22015895 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22015872 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22015784 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22016164 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.